Manufacturer narrative:
The device came back with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window. Motor error alarms during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms.

Event description:
The customer called in to report a motor error alarm after receiving an MRI. The customer's blood glucose level was 80 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.